Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 25/jul/2019 and inspection of the unit was performed on 29/jul/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, dust inside prism, bending rubbersevere discoloration, image blurry or foggy, image shadows, middle lcb distal cover glass glue is missing, passed wet leak test, guide cover plate screw(s) loose/ missing, passed dry leak test, customer complaint confirmed, insertion tube mild crush at stage 1, suction tube twisted/kink, operation channel- primary mild resistance . Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria.